Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the section of the stomach in a laparoscopic bariatric, when they tried to fire the device it could not be fired. They were able to opened the reload and removed from the tissue. After unloading the reload from the adapter, the system did not finish the step sync and all the time indicators showed that they had to remove or change the reload. They changed the handle and adapter to resolve the issue in order to complete the case. There was no patient injury.